Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. A double feed was present, where a clip that was partially loaded incorrectly was also on top of another clip protruding from the channel. The partially loaded clip was broken at the hook. The clip protruding from the channel was stuck in the bent rotation tab. First, the partially loaded clip and the clip protruding from the channel were manually removed and the trigger cycle was completed. Upon completion of the trigger cycle, a broken hook fell out of the channel. It was observed that the next clip was out of position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to load properly as it had a broken hook and became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. It can also cause clips to break in the channel, as was the case for this sample. Additionally, the proximal end of the feeder was slightly bent due to the clip stacking. The sample was received with 10 clips remaining, including the double feed indicating that 5 clips were fired by the end user. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking could prevent the clips from properly loading into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "clips not loaded properly-closed" was confirmed based upon the sample received. One device was returned with its trigger partially engaged and the rotation tab bent. A double feed was present, where a clip that was partially loaded incorrectly was also on top of another clip protruding from the channel. The partially loaded clip was broken at the hook. The clip protruding from the channel was stuck in the bent rotation tab. The sample was received with 10 clips remaining, including the double feed indicating that 5 clips were fired by the end user. First, the partially loaded clip and the clip protruding from the channel were manually removed and the trigger cycle was completed. Upon completion of the trigger cycle, a broken hook fell out of the channel. It was observed that the next clip was out of position in the channel. Upon functional inspection, the next clip was unable to load properly as it had a broken hook and became stuck in the bent rotation tab. It was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. It can also cause clips to break in the channel, as was the case for this sample. Additionally, the proximal end of the feeder was slightly bent due to the clip stacking. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that a clip was not loaded into the jaws properly during an operation. The clip loaded in a closed position. The device was replaced with a new one. No clip fell in the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1800541 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was not loaded into the jaws properly during an operation. The clip loaded in a closed position. The device was replaced with a new one. No clip fell in the patient.